Event description:
It was reported that left total knee revision and supracondylar nail. Revision was due to non-union.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown cr femur. Other devices listed in this report: cat # unk lot # unk description: unknown tibial baseplate; cat # unk lot # unk description: unknown cr insert; cat # unk lot # unk description: unknown 5.0mm screws. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.